Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for spo2 at their philips intellivue information center (piic). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.